Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensors were replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when switching from manual mode to mechanical mode, the bellows would not move. There was no report of patient involvement.